Event description:
Report received of a "blocked" needle in a central venous catheter kit. The surgeon placed the needle in preparation for the insertion of a central venous catheter. When he attempted to insert the guidewire, he found that the wire could not thread through the needle. The needle was removed and discarded. Another central venous catheter from a different lot was successfully inserted. It was reported there was a delay in the pt's surgical procedure. There were no reported adverse pt sequelae. Though requested, no additional info was provided.